Event description:
Acct reports leaking from the injection site on the set as well as disconnection of the luer lock connector when the father picked up the child from the bed. No pt injury reported, set was changed which is considered a nursing intervention.